Manufacturer narrative:
Referring to product inquiry the locking screw, fully threaded t2 tibia ø5x45 mm is stated to be the primary product. No other associated products were reported. Review of the device history records of the affected product revealed no conspicuities in material or manufacturing. The item was documented as faultless prior to distribution. Dimensional inspection of the device revealed no deviation; all relevant dimensions were found to be within specified tolerances with exception of the damaged areas. The first three thread flanks at the tip of the returned locking screw are considerably flattened, which indicates that the screw had stopped during insertion process without grip in the bone. This may have been caused by dense bone, which is described in the operation technique: ¿in cases with dense bone where the screw cannot be pushed forward, the lateral cortex may be opened with the 5.0×180mm drill to ease screw insertion as described above.¿ evaluation revealed that the reported event was not caused by a deficiency of the device. The given information rather suggests that the event and root cause is related to a sub-optimal surgical procedure i.e. Use error. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
During t2 phl surgery, a screw could not be inserted to the most proximal hole of the nail after the drilling without problem. The screws were able to inserted to the 2 proximal ml holes. The surgeon added the incision and pushed the sleeve to the bone, but the situation was not changed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During t2 phl surgery, a screw could not be inserted to the most proximal hole of the nail after the drilling without problem. The screws were able to inserted to the 2 proximal ml holes. The surgeon added the incision and pushed the sleeve to the bone, but the situation was not changed.